Event description:
Boston scientific received information that the patient implanted with this right atrial lead presented to the clinic in mode switch for what appears to be either noise or possible atrial fibrillation. The atrial electrocardiogram was intermittently flat with no atrial sensing. Impedances were noted to be greater than 2000 ohms and patient reported intermittent muscle stimulation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.